Event description:
A report was received that the patient was explanted due to a suspected infection. The patient's symptoms included pain. The physician explanted the patient and did not find any infection during the procedure. The patient was prescribed antibiotics as a precaution.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.